Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. The lens was rehydrated in bss and both the length and width were remeasured and found to be within original design specifications. A lens work order search revealed there were no similar complaints found within the work order. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition, (poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's left (os) eye on (B)(6) 2012 and low vault was observed on (B)(6) 2013. The lens was explanted and exchanged for a longer lens and the problem was resolved. See MFR report# 2023826-2014-00976 for the patient's other eye.